Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, the transcatheter valve was post dilated using a 22 millimeter (mm) balloon aortic valvuloplasty (bav) to reduce the gradient to ensure the valve was formed properly. Following the bav, an acute coronary occlusion of the left coronary was reported. It was reported that the valve "expanded out some in between the previously implanted surgical valve post, likely causing the acute occlusion". The patient's pressure dropped and cardiopulmonary resuscitation (CPR) was administered. The physician moved the valve up using a 10 mm peripheral balloon placed through an outflow strut to relieve the acute left coronary occlusion. Once the valve was moved aortic, the patient stabilized. A second transcatheter bioprosthetic valve was implanted slightly deeper. No additional adverse patient effects were reported.